Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd896209. There were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient required hospitalization for this event. The patient was treated with vancomycin (intravenous (IV), dose unknown, frequency and duration not reported) and ceftazidime (IV, dose unknown, frequency and duration not reported) for peritonitis. The patient was discharged from the hospital and began treatment with ceftazidime (intraperitoneally, for 2 weeks, dose and frequency not reported). The cause of the peritonitis is unknown. Dianeal therapy was ongoing. The patient was recovered from this event. No additional information is available. This is report 2 of 3.